Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction h2: correction h6: event problem and evaluation codes ¿ correction.

Event description:
It was reported that signal loss over an hour occurred on (B)(6) 2022 for transmitter with serial number 8tte3c. However, transmitter with serial number 8tte3p was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number 8tte3p within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.